Manufacturer narrative:
The customer states the device will not hold charge and is getting hot while charging. The battery was returned with the device. The device was unable to power on under its own power. A reference battery was used to power on the device. Log files from the date of occurrence were not available. Log files from 8/17 show the battery level drop from 96% to 18% in a little over an hour. No damages or defects were observed to the battery or to the battery compartment. Investigation confirms the battery was unable to hold charge for 48 hours per the design specifications and therefore no further battery life testing is required. The exact cause of the battery not holding charge could not be conclusively determined. Log files from the date of occurrence were not available. Due to this, history of device temperature on the date of occurrence could not be inspected. History of device battery temperature from before and after the date of occurrence was inspected and no evidence of device over-heating was observed. The device was allowed to charge during investigation. The device was not observed to heat up during investigation. The user reported exposure to thermal energy could not be confirmed. The cause of the event could not be determined.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) gets warm while charging, but it will get hot towards the charging port. The patient also states the pdm will not hold charge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.